Event description:
It was reported that the patient's extensions were twisted, and internal wires were damaged as a result of the wires being manipulated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction to h6.